Event description:
It was reported that after implant, impedances were ¿ok.¿ after ¿some time¿ the ¿deepest contacts¿ had high impedances that measured greater than 4,000 ohms. The other contacts were used and the patient was receiving effective stimulation. During routine exams, it was discovered there was hidden blood in the patient¿s feces. A colonoscopy was performed and it showed that part of the lead (deepest contacts) was inside the rectum. X-rays and lead migration were noted. Hematuria was noted, but there were no complaints of any other symptoms. The lead was explanted on (B)(6) 2014. It was indicated that after ¿some time¿ there would be a replacement. Following the explant, the patient was doing well and the hematuria was solved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant product: product ID 309328, lot # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received reported there was a positive fecal occult blood exam. With endoscopy, it could be seen that the "electrode" was in the rectum. An endoscopic placement of a clip was required to repair the rectum. At the time of this report, the patient was doing well and receiving therapy.